Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08493 & 08843).

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2007 due to unknown reasons. A review of invoice history reveals that the tray and bearing were replaced. It was further reported that patient was revised again on (B)(6) 2014 due to poly wear in which the bearing was replaced. Patient is bilateral.